Event description:
It is reported that a medial distal tibia plate was explanted due to an infection. The patient was originally treated for a distal tibia fracture about 3 months ago. It was reported that the infection was cultured but the type of infection is unknown. The surgeon discovered that the patient had an infection during a routine follow-up but it is unknown how the surgeon discovered the infection. The surgeon explanted the medial distal plate, 8-3.5 mm locking screws, and 1-3.5 cortex screw. The part and lot numbers of the screws are unknown. The surgeon then irrigated the area and the patient was administered antibiotics. The plate and screws will not be returned. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID - (B)(6). Original implant date - (B)(6). A review of device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.